Event description:
A barostim system was implanted on (B)(6) 2024. During hospitalization for an issue not related to barostim per the managing physician, barostim interrogation showed normal impedance trends. However, imaging showed a twisted csl and the ipg had flipped and migrated. In the opinion of the physician, the patient had most likely been twiddling the device. It was noted that the ipg had been sutured with two sutures at the initial implant procedure, and that the patient had not experienced any symptoms related to the twisted lead and moving ipg. The ipg was explanted on (B)(6) 2025 and the patient was discharged home on (B)(6)2025.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was most likely the patient twiddling the device. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).